Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it remains implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a patient underwent retreatment after pipeline flex implantation. The patient received the pipeline flex to treat a saccular aneurysm in the left posterior inferior cerebellar artery (pica). The aneurysm dome was 5.5mm and neck diameter was 4.6mm. There were no reports of any device issues during the procedure. Wall apposition was achieved. Approximately one year post-procedure, the patient was found to have residual aneurysm and underwent placement of an additional flow diversion device. The patient's mrs and nihss was 0 at the time of retreatment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: at the time of retreatment, the aneurysm unruptured and measured 7.5mm x 4.2mm. It was noted that there was persistent filling of the aneurysm as well as the pica. An additional pipeline flex was implanted and cerebral angiogram showed increased contrast stasis. There were no complications noted during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.